Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: avista MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 21210358. Brand name: avista MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 21215541.

Event description:
It was reported that the patient experienced an infection and redness at the implantable pulse generator (ipg) site of the spinal cord stimulator (scs) system. The patient was hospitalized, underwent a full system explant, and was prescribed antibiotics. Cultures were taken and were positive for bacterial growth. The patient is doing well post operatively. The devices will not be returned as they were discarded by the facility.